Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which was oversensed and resulted in pacing inhibition with asystole for greater than two seconds. An invasive procedure was performed. Damage to the lead insulation was noted. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.